Manufacturer narrative:
Product was not returned to manufacturer. No examination was performed. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records and traceability , it was assessed that the event is not device related. . It points out that it was surgeon's assessment to remove the device and replace it to complete the surgery. As he was not satisfied with the anchoring plate position at first. The investigation found no evidence to indicate device issue. The root cause is not device related.

Event description:
Avenue t : anchoring plate position incorrect. Initial information provided was "anchor damaged per-op." Event update was provided by sales representative, "it was an error of surgeon with x-rays that caused the anchor to be wasted. Surgery was finished successfully. There was no complaint from customer". Additional information was provided by customer :"surgeon felt like anchor was malpositioned on x-rays , he removed the device, put another anchor on cage and repositioned it." No impact on surgery or delay more then 30 min were reported.